Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. Our clinical/medical team concluded the reported pain and dislocation are consistent with the possible retroversion of the acetabular shell the surgeon noted was found on CT and is not associated with a mal performance of the implant. The reported pain may also be associated with the heterotopic ossification noted intraoperatively. The root cause for the heterotopic ossification cannot be concluded but some patients can be genetically predisposed it is a known complication of joint surgeries and is related to the procedure and not the device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document for this failure mode was conducted. Factors and/or potential probable causes that could have contributed to the reported event include but are not limited to contamination, patient condition/reaction, and a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Be re-opened. We consider this investigation closed.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part or batch numbers were provided for investigation, a complaint history review, manufacturing record review, IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. No medical records have been received. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event medical/clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the right hip was performed due to pain and dislocation.